Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review of the report that was initiated during an FDA inspection. A retrospective review of the complaint record determined that this report should have been submitted as a malfunction report. In this case, no patient injury occurred; however, this may be likely to cause or contribute to a serious injury if it recurred. (B)(4). Investigation - evaluation a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "upon removal from package, inspect the product to ensure no damage has occurred.¿ returned complaint device photos show separated sheath tubing in the midsection of the device, with 15cm of exposed coil wrapped around the dilator shaft. The separation site shows the material is jagged and torn, which are characteristics of excessive force. The coil is unraveled but not broken. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
The tech took the device out after activating the hydrophilic coating with water and gauze. As the tech when to shape the introducer, he pulled the device out and the introducer pulled apart and frayed. This occurred away from the patient during prepping. A second device was opened and used to complete the intended procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.